Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an epigastric hernia. It was reported that after the implant, the patient experienced recurrence, adhesions, obstruction, abscess, fistula, open wound, mesh degraded, fluid collection, staphylococcus aureus, weakness of abdominal wall, unincorporated mesh, draining sinus, purulent material, necrotic tissue, fibrinous debris, serosal tear, inflammation, sinus tract, indurated area, foreign body, and infection. Post-operative patient treatment included revision surgery, drainage and debridement of complex abdominal wall, wound vac, removal of mesh, release of obstruction, admitted to hospital, lysis of adhesions, repair of transverse colon serosal tear, takedown of fistula tract, applicated of vascularized omental pedicles, bilateral myocutaneous advancement flaps, excision of extremely indurated area of anterior abdominal wall containing multiple abscesses as well as foreign body, and hernia repair with new mesh.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an epigastric hernia. It was reported that after the implant, the patient experienced abdominal pain, mesh failure, mesh detachment, recurrence, adhesions, obstruction, abscess, fistula, open wound, mesh degraded, fluid collection, staphylococcus aureus, weakness of abdominal wall, unincorporated mesh, loose mesh, draining sinus, purulent material, necrotic tissue, fibrinous debris, serosal tear, inflammation, sinus tract, indurated area, foreign body, pain, and infection. Post-operative patient treatment included wound treatment, placement of drains, incision and drainage of abscess, ventilator use, CT scan, ICU admittance for 2 days with ventilator use, prolonged use of antibiotics, mesh revision, revision surgery, drainage and debridement of complex abdominal wall, wound vac, removal of mesh, release of obstruction, admitted to hospital, lysis of adhesions, repair of transverse colon serosal tear, takedown of fistula tract, applicated of vascularized omental pedicles, bilateral myocutaneous advancement flaps, excision of extremely indurated area of anterior abdominal wall containing multiple abscesses as well as foreign body, loose incorporated mesh resulting in excision, and hernia repair with new mesh.

Manufacturer narrative:
Additional info: b2, b5, b7, d8, g1, g3, h6 (patient code, device code, imf codes). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an epigastric hernia. It was reported that after the implant, the patient experienced recurrence, adhesions, obstruction, abscess, fistula, open wound, mesh degraded, fluid collection, staphylococcus aureus, weakness of abdominal wall, unincorporated mesh, loose mesh, draining sinus, purulent material, necrotic tissue, fibrinous debris, serosal tear, inflammation, sinus tract, indurated area, foreign body, pain, and infection. Post-operative patient treatment included revision surgery, drainage and debridement of complex abdominal wall, wound vac, removal of mesh, release of obstruction, admitted to hospital, lysis of adhesions, repair of transverse colon serosal tear, takedown of fistula tract, applicated of vascularized omental pedicles, bilateral myocutaneous advancement flaps, excision of extremely indurated area of anterior abdominal wall containing multiple abscesses as well as foreign body, loose incorporated mesh resulting in excision, and hernia repair with new mesh.

Manufacturer narrative:
Additional information: b5, d8, g3, h6 correction: e1(facility name, street 1, city, region and postal code), g1(MFR contact first name, last name, street 1, MFR city, region, postal code, email and phone number) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an epigastric hernia. It was reported that after the implant, the patient experienced abdominal pain, mesh failure, mesh detachment, recurrence, adhesions, obstruction, abscess, fistula, open wound, mesh degraded, fluid collection, staphylococcus aureus, weakness of abdominal wall, unincorporated mesh, loose mesh, draining sinus tract, purulent material, necrotic tissue, fibrinous debris, serosal tear, inflammation, indurated area, foreign body, pain, infection, seroma, mrsa, chronic ulcer, scarring, fibrous tissue, nonhealing wound, redness/erythema, clear drainage, cellulitic changes, swelling, tenderness, distention, protrusion in central abdomen, wound dehiscence, scar tissue, fistulous tract. Post-operative patient treatment included wound treatment, placement of drains, incision and drainage of abscess, ventilator use, CT scan, ICU admittance for 2 days with ventilator use, prolonged use of antibiotics, mesh revision, revision surgery, drainage and debridement of complex abdominal wall, wound vac, removal of mesh, release of obstruction, lysis of adhesions, repair of transverse colon serosal tear, takedown of fistula tract, applicated of vascularized omental pedicles, bilateral myocutaneous advancement flaps, excision of extremely indurated area of anterior abdominal wall containing multiple abscesses as well as foreign body, loose incorporated mesh resulting in excision, hernia repair with new mesh, hospitalization, drainage of fluid collection, sedation, npo, IV fluids, use of abdominal binder, ng tube, IV pain, wound care, epidural, partial mesh removal, repeat laparotomy, bilateral anterior component separation for recurrent ventral hernia repair.